Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6)alleged that they received potential false positive results for 2 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run # (B)(6) generated a sars-cov-2 positive result on a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)) and on (B)(6) 2021 run #(B)(6) generated a sars-cov-2 positive result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). Both patients¿ same samples were repeat tested and analyzed on the cobas® 6800 (sn (B)(4)) generating sars-cov-2 negative results for each of the patients¿ samples. No information on sample collection or handling was provided. The customer confirmed there was no allegation of harm to the patients. The negative and positive results were reported out to the patients and/or personnel treating the patients. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed product is functioning as intended. The complaint allegation was not observed. These samples were indicative of samples with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).